Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic and iliac aneurysms approx 78 months ago. Vessel morphology at the time of implant the pt had severe calcification throughout his entire vascular tree as well as the femoral arteries. It was revealed that at the time of implant there was partial occlusion of the renal artery by the scalloped portion of the aneurx stent graft and was treated at that time with a renal stent and the partial occlusion was resolved. Currently the pt has severe peripheral disease and poor blood outflow issues. It was reported the pt presented with severe symptoms of the lower left extremity. The pt was diagnosed with severe lower extremity claudication and early chest pain. The aortogram performed on the same day showed there was complete occlusion of the left limb of the aortic stent graft (ref 2953200-2011-00386). There was collateral circulation with three-vessel runoff into the feet. The pt was treated and the occlusion was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (arterial and venous occlusion), (severely diseased, severely calcified vessels). Eval, conclusions: (severely diseased, severely calcified vessels).